Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose history is as follows: time: 10:43 pm, bg (mg/dl): 462; during the call, 498. She then noticed the cannula is bent to the right.